Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture and was programmed off on an unknown date. On(B)(6) 2021, the lv lead was capped during a routine generator exchange procedure. The patient condition was stable.